Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) was not reviewed as the device serial number was not provided.

Manufacturer narrative:
Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA # (B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 2900 pericardial aortic valve underwent a valve-in-valve procedure due to unknown failure mode after an implant duration of approximately fourteen (14) years. The patient presented with aggravation of the symptom of heart failure. A tavr procedure was performed with a 23mm sapien 3 transcatheter valve through trans-femoral approach. The patient status was reported as "recovered". The device was not returned for evaluation as it remained implanted. The 2900 valve was originally implanted for bentall surgery. It is unknown if device malfunction was alleged or if the valve failed prematurely or not. Patient age at implant: (B)(6).